Event description:
It was reported that during a hernioplasty procedure, at the moment the stapler was about to be used, it was noticed that some staples were missing. There were only six staples in the stapler, so it was necessary to use another one. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned in good visual condition. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at final inspection. A batch record review was performed and no anomalies were found during the manufacturing process.